Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. The pump triggered an "unreliable placement signal" alarm, and no aortic or left ventricular placement signals were visible. The pump remained in use for continued support. No harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The product was returned and the 5s parameters suggested a hard optical failure. The laser light test was performed, and light was found to be leaking from the red handle, indicating a break in the optical fiber. The red handle was opened and the fiber was confirmed to be broken around the post of the red handle. The root cause of the optical signal issue was determined to be a damaged optical fiber. This is likely due to their not being enough slack for the fibers to translate when the forces pump insertion were applied, kinking the fiber around the post in the red handle. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.